Event description:
Guidant received info that the implantable cardioverter defibrillator (ICD) was removed after 29.8 mos due to an eri battery status. It was further reported that the physician was not pleased with the longevity of this ICD.

Event description:
Event description guidant received info that the implantable cardioverter defibrillator (ICD) was removed after 29.8 months due to an eri battery status. It was further reported that the physician was not pleased with the longevity of this ICD.